Event description:
During a supraventricular tachycardia procedure, skiving was observed. The sheath was placed into the patient and while inserting the needle into the sheath, resistance was noted. The sheath was removed from the patient and the same issue recurred. More force was applied and the needle was able to be advanced, however, pieces of skiving was observed at the tip of the needle. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of skiving and needle insertion difficulty could not be confirmed. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise; no skived material was noted in the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving and needle insertion difficulty remains unknown.